Manufacturer narrative:
This report was mailed in to FDA on 1/29/97.

Event description:
Add'l info received from md. Md reports iol was the wrong size for the pt and a larger size was placed. Event was unrelated to use of this lens.